Event description:
Pt presented to office 4/28/94, complains of increasing pain accompanied by varus deformity and swelling of left knee. MRI ordered and confirmed erosive changes on the medial femoral condyle. Or scheduled on 5/10/94. The medial bearing was noted to be fractured longitudinally with cold flow of the lateral bearing noted. Severe metallosis "grey stained tissue was encountered" with severe synovitis.